Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that it is difficult to distinguish between the lithium and sodium tubes with a bd tube lihep plh 13x100 6.0 plblce gn. The following information was provided by the initial reporter, translated from (B)(6) to english: customer reported that the difference in the appearance of tubes 368886 and 367876 is so small, that it is easy to make a mistake. The moment a patient label is placed on the tube you can no longer see the difference. One tube is lithium heparin and the other is sodium heparin.

Event description:
It was reported that it is difficult to distinguish between the lithium and sodium tubes with a bd tube lihep plh 13x100 6.0 plblce gn. The following information was provided by the initial reporter, translated from dutch to english: customer reported that the difference in the appearance of tubes 368886 and 367876 is so small, that it is easy to make a mistake. The moment a patient label is placed on the tube you can no longer see the difference. One tube is lithium heparin and the other is sodium heparin.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for difference in the appearance between two tubes with the incident lot was not observed. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.